Manufacturer narrative:
Conclusions: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2014-00684, 00686. Hospital discarded the device.

Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure between the left internal carotid artery and the posterior communicating artery using a penumbra coil 400. During the procedure, the physician was unable to detach three penumbra coil 400s despite the pet lock being broken. The physician used forceps to pull the pull wire and detach the penumbra coil 400s in the aneurysm. There was no report of an adverse effect on the patient.